Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-03207/03208 & 03281).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. It was alleged that immediate post-operative radiographs revealed the femoral stem had pierced the femoral shaft and that the patient was taken back into the o.r. On the same day to remove and replace the femoral stem. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, difficulty with flexion, inflammation, fibrosis, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates. Invoice history suggests the modular head, acetabular cup, and taper adapter were removed and replaced with competitor acetabular components and a biomet head during the revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur; under possible adverse effects: loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. It was alleged that immediate post-operative radiographs revealed the femoral stem had pierced the femoral shaft and that the patient was taken back into the operating room (o.r.) On the same day to remove and replace the femoral stem. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, difficulty with flexion, inflammation, fibrosis, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates. Invoice history suggests the modular head, acetabular cup, and taper adapter were removed and replaced with competitor acetabular components and a biomet head during the revision procedure on (B)(6) 2013. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 was due to acetabular loosening and migration. The patient's operative report noted the loose acetabular component, and a cavitary lesion. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.